Manufacturer narrative:
The second xience v coronary stent system is being filed under the same MFR number.

Event description:
Reporting status: serious injury/surgical intervention. Reporting rational: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in late 2008, approximately 4+ months post stenting of the 1st ob mar with two xience stents, the patient experienced a positive functional stress test, shortness of breath and ischemia. The patient was re-hospitalized, and underwent revascularization via a coronary artery bypass graft (CABG). No additional event or patient information is available.